Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (205.3 iu/ml, 210.7 iu/ml and 216.8 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined base on the information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of false negative urine hcg results on hcg one step pregnancy test strip (urine). Event occurred in (B)(6). Report received of hcg false negative results received on the pregnancy test strips for 19 patients. Specific dates of occurrences not available. All (B)(4) strips of the bottle were used and reporter claimed all provided false negatives. No specific patient information provided. No confirmatory method or results provided. No reported adverse patient sequela. Although requested, no additional information was provided.